Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Manufacturer narrative:
Evaluation completed. One opened bl5625 peel pouch from lot v3172 was returned. Visual inspection found the ip protector in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The consensor was inspected and no defects were found. A functional test was performed using a stellaris pc system. One cutter started out cutting as it should. However, after reducing the cut rate to 1000 c.p.m. And then gradually increasing the cut rate back up to 5000 c.p.m., the inner stopped retracting from the port window around 4000 c.p.m. And the cutter stopped cutting and aspirating. The inner needle was blocking the port window. The cutter was not cutting properly.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter cut intermittently. It was replaced with another cutter. No patient injury reported.